Event description:
In this event it was reported that a cavitron 30k fsi-pwr-1000 insert tip overheated; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury; therefore, this event meets the criteria for reportability per 21 cft part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.